Event description:
Laparoscopic surgery was performed. There were several trocar sites. There was a burn at one of the sites. Vessel bleeding directly below skin incision/cauterization of vessel resulting in 1mm burn to skin.